Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited decrease in sensing, decrease in impedance, high pacing threshold measurements and intermittent capture as the lead was found out to be dislodged. A revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.